Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that error message sf200, indicating the blower temperature sensor was disconnected, occurred in the device. It was determined that the reported issue was due to a defective blower. The blower was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 200). There was no patient injury reported as a result of this incident.